Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the insertion needle from the abbott diabetes care (adc) sensor is still in their upper arm. As a result, the customer removed the sensor, which caused bleeding upon removal. Furthermore, the customer plans to see a healthcare profession for consultation. There was no report of death or permanent impairment associated with this event.